Event description:
It was reported the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent and not seated properly. As treatment, the patient administered insulin injections after consulting a diabetic nurse.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.